Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. As received, the monitor was intermittently unable to power on. Upon evaluation, the monitor exhibited intermittent flash memory failures at bga components u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.